Event description:
It was reported that the patient presented with left groin pain with hip flexion/adduction/medial torsion. Pre-op films showed acetabular dysplasia on the left with tonnis I osteo-arthritis. Films also showed acceptable osseous alignment and implant position on the right, with healed osteotomies. The patient underwent an osteotomy with internal fixation of the ilium with hip open reduction on the left, an osteotomy of the ischium on the left, and an osteotomy of the os pubis with internal fixation on the left. One kit of rhbmp-2/acs was used. The sponge was soaked with bmp, and then cut in half. Each half was rolled "around 10 ml .llogenous osseous graft" into a "burrito". One burrito was applied to the posterior column cut, and one burrito was applied to the iliac cut. There were no surgical complications. Approximately four months post-op, the patient has developed heterotopic ossification at the site of the incision. The doctor plans to go in and remove the extra bone. The patient is having pain and discomfort at the surgical site (but is actively working). No other complications were reported.

Event description:
There is a bone 'spike' on the ventral surface just medial to the iliac crest. The surgeon wants to wait until the growth is over before he removes the excess bone which the patient finds uncomfortable. The surgeon wants to do a bone scan to determine if there is still bone growth/remodeling going on.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
(B)(4). Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes. A review of the radiographic image provided showed a judet view of complex periacetabular osteotomy done bilaterally. Extent of plating suggests extensive soft tissue periosteal stripping which would lead to heterotopic bone with a high likelihood; with or without rhbmp-2. Reported heterotopic bone is not well visualized due to overexposure of the provided film. The device was not available for return to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A review of the certificates of analysis and packing list for the infuse bone graft did not reveal any no n-conformances to specification which might contribute to the reported event.